Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied and samples taken in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was only to retrieve diagnostic samples (for determination of glioma), not to remove or treat the lesion. The outcome of the surgery was successful as intended, with the desired diagnostic sample received. There was no harm or negative effect to the patient due to the biopsy attempts, also not due to surgery/anesthesia prolong of ca. 1h. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. Adverse event problem: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate biopsy path with an angular deviation from the planned and intended trajectory, missing the target lesion by ca. 5 mm, was a movement of the patient's head within the non-brainlab head holder after patient registration to navigation due to an insufficiently rigid fixation and/or inadvertently applied forces. The scan fusion between the initial registered patient CT scan and the intraoperative patient CT scan shows clear evidence of patient head movement/slippage from one of the head holder pins during the time the reported inaccuracy had occurred (i.e. Time between the first CT scan/registration and the second CT scan/registration). A movement of the patient's head relative to the navigation reference array cannot be compensated by the navigation software and will result in a deviation between the registered patient image and the actual patient anatomy at the procedure. Apparently, the resulting deviation between the registered patient image in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification after draping and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample of a lesion (glioma) located ca. 110mm deep with a size of ca. 11mm in the brainstem, has been performed with the aid of the (B)(4). A pre-operative MRI scan to plan the trajectory was acquired 10 days before the surgery, and was fused to the registered intra-operative CT scan at the surgery, to reference the navigation display too. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. 5 staples were placed around the potential entry point to act as fiducials. Acquired an intra-operative CT scan with automatic image registration to the navigation, to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, draped the patient and exchanged the reference array to a sterile one. Confirmed the entry point with the pointer, performed the incision, and created the burr hole (craniotomy) with a size of ca. 5-6mm. Aligned the varioguide to the planned trajectory and performed the biopsy with a navigated biopsy needle through the navigated varioguide. 8-12 samples were intended to retrieve. Could not collect samples being unable to build pressure. Used a different biopsy needle not navigated other than through the varioguide, to acquire samples intended from the same planned path. As per the surgeon, the collection was better but not ideal. The specimen were provided to pathology, and were found inconclusive. With the biopsy needle still in place, performed a post placement intra-operative CT scan with automatic registration to navigation. From the scan the needle appeared to have missed the target by ca. 5mm, with the angulation from the entry point deviating from the planned path. Used the registered intra-op scan to re-position the navigated varioguide, and collected further tissue samples. These appeared to pathology initially as mixed/inconclusive. Completed the surgery and closed the patient. Ultimately, the sample results of the final attempt were successful as desired, pathology confirmed a grade 3 glioma. According to the surgeon: the surgery was only to retrieve diagnostic samples (for determination of glioma), not to remove or treat the lesion. The outcome of the surgery was successful as intended, with the desired diagnostic sample received. There was no harm or negative effect to the patient due to the biopsy attempts, also not due to surgery/anesthesia prolong of ca. 1h. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.